Event description:
Patient (user) reported lubricant was too sticky and difficult to apply to the catheter which made insertion difficult. He feels the poor lubricant contributed to him acquiring a urinary tract infection. He was prescribed an antibiotic and recovered fully.